Event description:
It was reported that during a liver resection procedure, the clips ejected but the device did not close. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of their intended positions, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.